Event description:
User experience a leak from the analyzer. No one was injured or adversely affected. On patient sample was on board at the time, but sample was removed and no results were generated. The user determined the treading on the water was stripped and replaced the tank.